Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-01814 addresses the other device. It was reported to boston scientific corporation that two rotatable oval snares were prepared for use in a colonoscopy procedure (procedure date unknown). According to the complainant, neither device would deliver energy. The procedure was completed with a non-rotatable bsc snare, the same generator, and the same active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Device (B)(4) relates to (B)(4) for the reported event: snare failed to deliver energy. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-01814 addresses the other device. It was reported to boston scientific corporation that two rotatable oval snares were prepared for use in a colonoscopy procedure (procedure date unknown). According to the complainant, neither device would deliver energy. The procedure was completed with a competitor's snare, the same generator, and the same active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.